Event description:
During a placement of an orbit mini complex fill 3.5x9 coil (637mf3509/15498730), the coil stretched, and then during withdrawal, the delivery wire broke, but the coil remained in the aneurysm. Then, a stent was utilized to fix-up the aneurysm and implanted the second the coil. During placement, additional manipulation and torque was applied while the coil was in the aneurysm. It was reported that the coil delivery tube did not separate into two pieces, and the delivery tube was removed from the patient. The coil did not prematurely detached, and the coil protruded from the aneurysm into the parent vessel. During placement, the coil was left in the aneurysm, while the microcatheter was repositioned. After removal, no part of the coil remained attached to the delivery system. There was no serious injury reported with the event, and the device will be returned for analysis.

Manufacturer narrative:
During a placement of a 3.5x9 orbit mini complex fill coil ((B)(4)), the coil stretched. Then during withdrawal, it was reported that the delivery wire broke with the coil remaining in the aneurysm. With further clarification it was reported that the delivery wire did not break in two pieces and was removed from the patient and that after removal no part of the coil remained attached to the delivery wire. The returned delivery wire was intact without the coil or coil remnant. A stent was then utilized to "fix-up the aneurysm" and a second coil was implanted. It was reported that the coil did not protrude from the aneurysm. The coil did not get tangle in the aneurysm, and no other coil was at the site when the event occurred. During placement it was reported that additional manipulation and torque was applied while the coil was in the aneurysm. Additionally, during placement, the coil was left in the aneurysm while the microcatheter was repositioned. It was reported that the coil delivery tube did not separate into two pieces, and the delivery tube was removed from the patient. After removal, no part of the coil remained attached to the delivery system. A prowler 14 microcatheter was used with the coil, and no resistance or friction was reported between the coil and microcatheter. No complaints were reported against the microcatheter, and the same microcatheter was used with the next device. A constant and dedicated heparinized saline source used at all times. The microcatheter was re-shaped with the shaping mandrel, vapor, and without any reported damages after reshaping. There was no serious injury reported with the event. A non-sterile orbit mini complex fill 3.5x9 was received coiled inside of a plastic bag. The hypotube of the orbit was inspected and several kinks were noted on it; it was not separated in two pieces. The introducer was unzipped and in good condition. The support coil and gripper were outside of the introducer; the support coil and gripper were found in good condition while the embolic coil was not returned for analysis; as reported it remains implanted. Some waves were found the product but apparently may have occurred during the handling of the unit when this was returned for evaluation. The gripper was inspected under microscope; it was confirmed to be in good condition while the embolic coil was not returned for analysis. The purge hole presented no damages. Additionally was observed that the gripper shows the mark of the headpiece which indicates the coil previously had a tight fit in the gripper. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretching of the coil and separation could not be confirmed or evaluated since the coil was not returned and as reported remains implanted. It was confirmed that the delivery wire did not break and there was no coil or coil headpiece left in the delivery system. There was no separation with analysis. There was no headpiece or coil remnant in the delivery wire. The impression of the headpiece noted on the gripper of the returned device is an indication of a tight press fit with no observed manufacturing issues related to the event. The cause of the kinks found could not be conclusively determined; however neither the analysis nor the device history records suggest that it could be related to the manufacturing process. It was reported that there was additional manipulation and torque applied while the coil was in the aneurysm and the coil was left in the aneurysm while the microcatheter was repositioned. The instructions for use cautions to never withdraw or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. It further cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. It appears that procedural handling and device manipulation contributed to the reported events with no indication of any related manufacturing issues. Therefore, no corrective actions will be taken.

Manufacturer narrative:
The coil did not get tangle in the aneurysm, and no other coil was at the site when the event occurred. A prowler 14 microcatheter was used with the coil, and no resistance or friction was reported between the coil and microcatheter. No complaints were reported against the microcatheter, and the same microcatheter was used with the next device. A constant and dedicated heparinized saline source used at all times. The microcatheter was re-shaped with the shaping mandrel, vapor, and without any reported damages after reshaping. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15498730 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.